Event description:
Information was received from a manufacturer representative regarding an endoscope used for med procedure. It was reported that tip was chipped, and the screen was not clear. There were no patient symptoms. Product did not come in patient contact. There were no further complications reported regarding the event.

Manufacturer narrative:
E: first name and last name of initial reporter is unknown. G2: country of origin is japan. H3: product analysis of part# 9560100, lot# 557437 the tip of the outer tube was broken/missing was confirmed during inspection. H11: this regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.